Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. According to the customer, the dr. Used the emergency release procedure. The pt was not injured following the procedure.